Event description:
Customer reported that his blood glucose was 140 mg/dl. Customer stated that his insulin pump buttons were not working correctly. Customer stated that it was alarming button error and he was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Manufacturer narrative:
The insulin pump received with no esc and down button response due to corroded keypad traces. No button error alarm noted during testing. No stuck screen noted. The insulin pump was unable to verify for back anomaly or for battery out off limit alarm due to no esc and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.